Event description:
During a remote follow up, the device was observed to be in back up mode. It was suspected the back up mode was due to the patient being near an electrical fence. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.